Manufacturer narrative:
The reported failure of a ventilator inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo device was returned for service due to cosmetic damage. The device was not in patient use. Upon review of the error logs of the trilogy evo device, a ventilator inoperative code indicating that the device started up in a state where the software was not in a normal state was confirmed in the log. It was determined that some failure occurred during upgrading the software version, which caused the software not to be rewritten to a normal state, resulting in the occurrence of the ventilator inoperative alarm. Since the issue occurred during the software version upgrading, the software version was upgraded again then it was completed properly.